Event description:
It was reported that the patient was having difficulty feeling the lower limbs due to a blood clot following an implant procedure. It was believed that the device did not cause or contribute to the patients complications. The physician performed an emergency surgery to remove the clot and explanted the lead. The patient regained feeling on the lower limbs and was in the intensive care unit (ICU) postoperatively noted to be fully recovering. The explanted lead was discarded and was not returned. Boston scientific subsequently received information indicating a hairline nick of muscle or blood vessel during the implant procedure may have been the cause of the blood clot.

Event description:
It was reported that the patient was having difficulty feeling the lower limbs due to a blood clot following an implant procedure. It was believed that the device did not cause or contribute to the patients complications. The physician performed an emergency surgery to remove the clot and explanted the lead. The patient regained feeling on the lower limbs and was in the intensive care unit (ICU) postoperatively noted to be fully recovering. The explanted lead was discarded and was not returned.